Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the first clip that opened. It was reported that this was a mitraclip procedure to treat recurrent grade 4 degenerative mitral regurgitation (mr). The first mitraclip was inserted and was ready to be deployed. The clip angle was at 20 degrees. When the lock was tested prior to clip deployment, the clip angle failed the lock test and opened to approximately 40 to 50 degrees. The clip was opened, re-closed, and the lock was tested again. This time the lock test passed and the first mitraclip was deployed. A second mitraclip was implanted reducing mr grade to 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported unintended movement (clip opened) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.